Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
After surgeon successfully moved the robotic arm into cutting position, the mics would not cut. The mps reset cutter, adjusted patient position, replugged the mics and conducted a mics status check. The mics failed the status check, and the mps called clinical assistance. Clinical assistance recommended replacing the mics; unfortunately the hospital's other mics was used in the previous case. Could not complete surgical cutting and the case was completed manually. Tka case delayed for 5 minutes.

Manufacturer narrative:
Follow-up #1 and final report submitted to update sections based on the results of investigation. It was reported that the mics failed during a tka case leading to a surgical delay. No device inspection could be completed as the product was not available for evaluation. (B)(4) has been initiated in regards to missing product. Product history review: not performed as the lot number was not provided. Complaint history review: not performed as the lot number was not provided. The failure mode could not be confirmed because the part was not available for evaluation. If device and/or additional information become available, this investigation will be reopened. A review of stryker¿s nc/CAPA database indicated there have been an nc and CAPA associated with the product and failure mode reported in this event. This is (B)(4) and CAPA (B)(4). Device not returned.

Event description:
After surgeon successfully moved the robotic arm into cutting position, the mics would not cut. The mps reset cutter, adjusted patient position, replugged the mics and conducted a mics status check. The mics failed the status check, and the mps called clinical assistance. Clinical assistance recommended replacing the mics; unfortunately the hospital's other mics was used in the previous case. Could not complete surgical cutting and the case was completed manually. Tka case delayed for 5 minutes.